Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump would not reboot after a battery change. The issue was not resolved with a new battery cap or a new battery. No damage to the battery compartment or moisture inside the compartment was noted. During the call, the pump did power up but then went on and off intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found unconfirmed occlusion alarm which resulted in battery being discharged and power loss. The returned battery cap contact measurements were within specifications. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation confirmed but was unable to duplicate the reported power issue. The pump casing was opened and no evidence of moisture intrusion or damage to the power circuit was observed.